Manufacturer narrative:
(Complaint number (B)(4)). No samples (actual or unused) were received for evaluation. Customer did not provide the batch # with which the incidents occurred. Unfortunately without basic information, a thorough investigation is not possible. No defects/malfunctions were reported with the safety blood collection sets. According to conversation with the customer, they believe the needle-sticks to be due to user errors. Therefore the complaint is closed as not confirmed. Complaint has been filed for documentation purposes due to the needle-stick injuries. Do not use if product has sustained any transport damages. Please handle our products according to their instructions for use. We appreciate it being brought to our attention as we continuously strive to improve greiner products as services.

Event description:
Customer indicated that two needle stick injuries occurred. A needle stick occurred on (B)(6) 2016 when an employee picked up a used device that had been removed from the patient's arm, but was not activated. A needle stick occurred on (B)(6) 2016 when an employee was trying to activate the safety following collection.